Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6). Testing of actual/suspected device(10/3233) the fse who encountered the issue during pm is waiting on parts, repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g2, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: e1( initial reporter, event site email, event site telephone) e2, e3. It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and replaced the pim, performed pim leak tests, which passed without issue. Iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.